Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted a patient who has had a imbalance uka has left knee pain related to progressive osteoarthritis. The patient failed conservative treatment. On (B)(6) 2025 x-rays show no evidence of hardware failure or loosening and the medial uka is reported to be in place. It was reported on (B)(6) 2025 a revision was performed for a failed uka.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event, which was causing left knee pain related to progressive osteoarthritis.